Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that on an unknown date, the patient underwent an unknown surgery after the surgery, osteonecrosis of the femoral head occurred, and the revision surgery was performed on (B)(6) 2025. Considering the risk of trouble with the lateral screw removal, the surgeon tried to remove it with the insertion handle attached to the plate from the beginning, but the lateral screw could not be removed, and the tip of the screwdriver for removal t25 fns (polo product) twisted and broke. After retrieving the broken screwdriver tip, the screwhead threads were not completely crushed and the screwdriver tip was able to fit, so the surgeon next removed the insertion handle and used the screwdriver star driver t25 short set (unk screwdriver) to remove the lateral screw, but the tip of this screwdriver also broke. After retrieving the broken screw tip, the screw head was stripped, so the used the extract-screw of the large removal instrument, but the tip of this also broke when it was bitten into the screw. At this point, the surgeon decided that it was impossible to remove the lateral screw with a screwdriver, and decided to use carbide drill to grind down the plate. As there was only one screwdriver left which for the insertion, the anti-rotation screw was removed first. After that, while cooling and suctioning, the screwhead was drilled with a carbide drill, and it was confirmed that it could be separated from the plate. The insertion handle was attached to the plate and the plate and the neck bolt were removed. As for the remaining locking screw, it was possible to remove it using an extraction bolt after reaming the surrounding bone with a halo reamer. Finally, the implant was confirmed to have been removed successfully using an image, and as much cleaning and suction were performed as possible, and any remaining material that could be confirmed was removed. However, the surgeon determined that it would not be a problem if some metal fragments had entered the bone or remained in the soft tissue, and moved on to the tha procedure. The surgery was completed successfully within 30mins of delay. No further information is available. This pc is related to (B)(4) which reports the first surgery implanted the fns implants and osteonecrosis of the femoral head occurred after surgery, and (B)(4) which reports the breakage of the polo product occurred at the revision surgery.